Event description:
It was reported that the patient's pump displayed several errors when interrogated. It was stated that the errors seen were: "pump memory error occurred", "pump and catheter data invalid", "notes data invalid", "patient info data invalid", and "drug infusion data invalid". The errors occurred with two separate programmers. It was stated that the pump was scheduled to be replaced the following week. About two weeks later, it was reported that the pump had been replaced due to the inability to interrogate it during the patient's last refill. It was noted that the pump had an empty reservoir alarm and a low reservoir alarm that could not be turned off. There was no patient injury and she recovered without sequela. The drugs used in this system were dilaudid and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8840, product type programmer, physician product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump revealed a motor stall recovery in the logs. During destructive analysis, residue and shaft wear was found on the lower shaft of the rotor magnet. There was an "eeprom" error message. The hybrid was sent for analysis and there was an anomaly seen on one of the eeprom ic chips.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.